Event description:
The customer reported that the alarm has leakage in the battery compartment. Customer is unsure if the batteries are being removed when not in use. There was no pt incident or injury reported.

Manufacturer narrative:
Result: eval of the returned product found the flat battery contacts are corroded due to the battery leakage. The aqualert moisture indicator label shows moisture exposure due to the battery leakage. The led lens sits uneven on the alarm case. The unit powers up and passes all functional tests. Note: posey instructions for use has a statement: take care when installing new batteries. The alarm will not work if batteries are installed improperly. Always install a completely new set of batteries when the chirping due to low battery power sound begins. Do not replace a single cell, but all cells in the alarm. Do not mix old and new batteries, or battery brands within a battery pack (4 batteries). Use of mixed batteries or batteries installed incorrectly may cause battery damage, and may damage the alarm. Remove any alarm from use and send to the appropriate facility authority if batteries are damaged or corroded or the battery compartment has signs of previous battery corrosion such as white power residue. (B)(4).